Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was stuck in ¿on.¿ no patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.